Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. The patient experienced inaccurate cgm values which occurred 4 days after the sensor had been inserted in the abdomen. On (B)(6) 2024, the patient reported that the day of the event they were brought to the hospital as they were not able to ¿function¿, stand up, and were nearly not responsive. The patient was with her sister at that moment, who did not know what to do, and called an ambulance. No treatment was given by the sister, and when a fingerstick was taken by the paramedics the cgm reading was 4.2 mmol/l, and the blood glucose reading was 1.7 mmol/l. The patient was given 2 glucose gels and when they reached the hospital, as the blood glucose reading was still low, she was then given a glucose drink and a ham sandwich. Patient stayed in the hospital for 5 hours. At the time of the report the patient was stable and feeling better. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.